Manufacturer narrative:
Using aware date as event date as that information has not been provided after good faith efforts.

Event description:
The patient with this tactra malleable prosthesis contacted boston scientific patient services and stated his device was not functioning as expected. He requested contact information for a surgeon. Records do not indicate any replacement surgery has taken place. No patient complications were reported.

Manufacturer narrative:
B3: using aware date as event date as that information has not been provided after good faith efforts. The device had not been returned for analysis. Without a returned product available for analysis, and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
The patient with this tactra malleable prosthesis contacted boston scientific patient services and stated his device was not functioning as expected. He requested contact information for a surgeon. Records do not indicate any replacement surgery has taken place. No patient complications were reported.